Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy bag with fibers. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, discontinued after 15 days), amikacin injection (1gm, every day, one bag, discontinued after 15 days) and heparin injection (1000iu, discontinued after 15 days) for peritonitis. The patient was discharged 15 days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.